Event description:
It was reported that when using the bd pyxis¿ es server, orders were failing on server due to unhandled processing error. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4: unique device identifier not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.